Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® bivona® uncuffed neonatal and pediatric tracheostomy tube had a cut in the flange's hole. This incident was observed by hospital personnel during use when there was an attempt to replace the tracheostomy tube holder. The cuff had been filled with air and a competitor's holder had been used. It was unknown if the neck holder had to be adjusted at any time. The tracheostomy tube was replaced with a new tube. No patient injury was reported.

Manufacturer narrative:
One portex® bivona® uncuffed neonatal and pediatric tracheostomy tube was returned for investigation. Visual inspection of the returned device revealed black marks/damage at the junction of the plastic silicone. Additionally, secretions were observed on the device shaft inner diameter and between the junction of the plastic and silicone material. Examination of the device eyelets found that nether eyelet had torn completely through; however, if pressure was applied to the eyelet, cut/tears could be observed. During functional testing, a pull test was conducted on both eyelets and both were found to be within specification. It was reported that the tracheostomy tube was held in place with a competitor's tracheostomy tube holder. Investigation determined that the root cause of the observed device issue was due to the use of the device in a manner inconsistent with the device instructions for use.